Event description:
Implant removed due to surgical consideration within 36 hours.

Manufacturer narrative:
Record continues to fail at the ack3 level of submission.

Event description:
Implant removed due to surgical consideration within 36 hours.